Manufacturer narrative:
The device design was approved by the surgeon on (B)(6) 2016 with an originally scheduled operation date of (B)(6) 2016. Due to the demand for custom implants, the dispatch date was extended to (B)(6) 2016 which resulted in a 6 day delay in the surgery being performed. Stanmore implants has been advising accounts of potentially extended delivery times based on demand, until such time as the company has expanded capacity and properly trained staffing. Stanmore is currently offering guidance as to the use of off the shelf prostheses - where appropriate, or providing realistic dispatch dates for the delivery of custom devices.

Event description:
(B)(4) on june 1, 2016, the surgeon was informed that there would be a delay in the shipment of the custom device he ordered which resulted in the surgery being rescheduled from (B)(6) 2016.